Event description:
A pump malfunction occurred, as reported by the caller, but no notable events preceded it. The caller experienced no instances where blood glucose levels exceeded 500 mg/dl, so there was no adverse impact. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.